Manufacturer narrative:
The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. A supplemental report will be submitted with new details if they become available. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a lap appendectomy, the surgeon hit the green safety button, ring handle sprung forward as usual, but could not fire. A third stapler was opened and it worked fine. No patient adverse events reported. Patient is with no issues. No reinforcement material was used.